Event description:
A us distributor contacted zoll to report that charger sn (B)(4) was unable to power on.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon evaluation the battery charger would not power on. The cause for the failure was isolated to unseated pins in the power unit connector. The cause of the inability to power on is the unseated pins. The root cause for the unseated pins was unable to positively identified. No adverse event resulted from the defective battery. No adverse event resulted from the defective battery charger.